Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 480 mg/dl at the time of incident. The customer was declined to troubleshoot for high blood glucose level. The customer was using the insulin pump when high blood glucose was reported. Customer reported that the cannula was bent of the infusion set, product was not adhering. The insulin pump will not be returned for analysis.